Event description:
It was reported that the pacemaker device was explanted due to premature battery depletion (pbd). Subsequently, a new device was successfully implanted. No additional patient adverse effects were reported. The device is not expected to return for analysis.